Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an intraocular lens implant procedure, foreign material like a blonde hair was found adhered to the incision and was removed with a forceps after implant. The forceps was wiped with gauze. The surgery was completed without product replacement. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. No hair was returned with the reported product. The device was returned in the blister tray inside a sealed non-company pouch. The lock-out assembly has been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is fully advanced outside the tip of the nozzle. No damage observed. No hair observed. A surgical gauge is returned sealed in a non-company pouch. The pouch was inspected for presence of hair under the microscope. No hair was visible. The pouch is opened and gauge inspected for the presence of the reported hair. No hair observed. Reported complaint cannot be confirmed. Two photos provided. One photo shows device in a blister tray. Second photo shows surgical gauge in a non-company sealed pouch. The product investigation could not identify the root cause for the reported complaint "foreign material". No hair / foreign material was returned for evaluation. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).